Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2019. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), urinary tract infection ("uti"), heavy menstrual bleeding ("excessive bleeding") and fungal infection ("yeast infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (e-free/hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, heavy menstrual bleeding and urinary tract infection to be related to essure (ess205) administration but saw no causal relationship between weight increased or fungal infection and essure (ess205). The reporter commented: discrepancy noted : date(s) of removal: (B)(6) 2019 (as per pif). Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2022: pif received . Reporter information , patient details, product information , product indication, event : "uti's , excessive bleeding , weight gain , yeast infection " added . Rcc and event : " e-free " updated to " abdominal pain". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (e-free). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (e-free). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.